Manufacturer narrative:
The presidio 18 cerecyte microcoil 8 mm x 30 cm (pc418083030/f54056) won't move though the dpu wire was pushed. It was removed together with the microcatheter (details unknown). The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.

Event description:
The presidio 18 cerecyte microcoil 8 mm x 30 cm (pc418083030/f54056) won't move though the dpu wire was pushed. It was removed together with the microcatheter (details unknown).